Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: (B)(6). Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: (B)(6). Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: (B)(6). Brand name: wavewriter alpha, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation therapy. Imaging during the subsequent explant procedure revealed lead migration, confirming the cause of the inadequate therapy per the physician. The devices were explanted, and the patient was doing well postoperatively. The devices will not be returned as the medical facility retained them.